Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 251 mg/dl and the sensor glucose was 50mg/dl at the time of the incident. The customer reported that sensor glucose and blood glucose difference is not within acceptable range. Blood glucose is 307mg/dl currently. Insulin delivery was suspended due to sensor glucose value of 50. Suspend on low limit in sensor settings was 70. The customer got woken up by the pump saying that her blood glucose was below 70mg/dl. Patient's blood glucose at time of that incident was 251 mg/dl. Previously blood glucose was 270 mg/dl. The customer drank sugar delight then checked her blood glucose and it was 251. Customer has not treated it yet. The customer refused to troubleshoot. The sensor will not be returned for analysis.